Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
During a sinus procedure, it was reported that the cutter was leaking saline. The procedure was completed with the use of backup equipment. There was no pt injury reported and no adverse consequences alleged with this event.